Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because device lot number unavailable.

Event description:
A lead extraction commenced to extract a right ventricular (rv) lead due to the patient being occluded. A right atrial (ra) lead was present in the patient as well, and was not initially scheduled for extraction. The patient also needed an upgrade to a cardiac resynchronization therapy (crt) device. The occlusion was discovered at another hospital where the patient was initially scheduled to have the crt upgrade. The initial procedure plan was to extract the rv lead and then use the conduit for access for the upgrade. The rv lead was removed easily. However, the team was not able to pass a wire after the rv lead was removed, so they decided to take out the ra lead as well. After removing the ra lead, they were able to pass a wire through the occluded area, and proceeded with re-implant of a new ra, rv & coronary sinus (cs) lead. The case was completed, and they began to prepare the patient as normally, post procedure, removing groin lines, etc. It was at this time anesthesia noted that the patient's heart rate had increased. At that point they used fluoroscopy to look at the cardiac silhouette, and noted no movement. Chest compressions were started, a transthoracic echocardiogram (tte) was done. An effusion was noted in the right pleural space. A pericardiocentesis was performed, and 360cc of blood was removed. The patient was not responsive to chest compressions. Discussion was reportedly held between CT surgery and the physician, and it was decided that further intervention would not be warranted as the patient had died during this time. An autopsy showed a perforation near the azygous vein.